Manufacturer narrative:
Production condition rec'd: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.013cm in length. Conclusion: the reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The membrane penetration located within an abrasion mark is typical of that produced by contact with calcified plaque during counterpulsation therapy. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
Patient on iabp in our ccu on (B)(6) 2013 alarmed "blood detected" catheter removed within 30 minutes, visible particles in balloon catheter. No difficulties encountered during insertion and pumping. Alarm sounded - "blood detected". Updated: the death was not product related. There was blood in the tubing.